Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out during the full tubing process. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not working properly. Customer also stated that insulin pump was stuck with reservoir and tubing. Customer stated that they was unable to exit the load reservoir process. Customer also stated that rewind may be slower than usual after alarms. The insulin pump will not be returned for analysis.